Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. However, the cassette alarms were verified via the event history. The downstream and upstream occlusion sensors were calibrated to address this issue. The device then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette not latched alarms occurred during testing. There was no patient involvement.